Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coil lps, a non-penumbra microcatheter, and a guidewire. During the procedure, a ruby coil lp would not advance at all past its initial position within its introducer sheath. Therefore, the ruby coil lp was removed. The procedure was completed using ruby coils and a lantern delivery microcatheter (lantern). There was no report of an adverse effect to the patient.